Event description:
It was reported that the patient¿s ipg is inoperable, does not communicate with external devices. Reportedly, patient had surgical procedure without placing the ipg into surgery mode. Troubleshooting was unable to resolve the issue. Next course of action is pending.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery. Advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention may take place at a later date to address the issue.